Event description:
It is reported that patient underwent a post-operative intervention to retrieve a fractured piece of the glenoid reamer.

Manufacturer narrative:
This report will be amended when our investigation is complete.